Event description:
It was reported that the 9800 system had poor image quality with lines in the image and would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.